Manufacturer narrative:
The returned device was evaluated. External visual inspection found cracks and contamination near the battery terminals. The device was able to power on, obtain readings and alarm audibly and visually under alarm conditions. The device passed pulse rate and spo2 measurement testing. No issues related to measurement accuracy were identified. The identified cracks and contamination near the battery terminals do not affect device functionality but may impact battery connection. A service history record review reveals that this unit was in the field for over eight (8) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device does not display an accurate reading, cycles to the reading screen on its own, and the alarm goes off after a short time. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device does not display an accurate reading, cycles to the reading screen on its own, and the alarm goes off after a short time. No patient impact or consequences were reported.